Manufacturer narrative:
Upon review, it was identified that the manufacturer fax (d3) was inadvertently omitted in error; the complete fax number has now been provided. Corrected information has been provided in d4 serial number. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The cause of the access site adverse event was not determined due to insufficient clinical details.

Event description:
Clinical narrative: an 81 year old male with an indication for use of the impella cp device for acute myocardial infarction with cardiogenic shock (pre support clinical state consistent with scai shock stage e) underwent percutaneous placement of an impella cp via the right femoral artery on (B)(6) 2026 at 16:35. The device remained in place until (B)(6) 2026 at 15:35. Following transfer to the ICU, clinical staff noted the development of a hematoma at the impella access site around the sheath. The attending physician was immediately informed. Per physician order, a femstop device was applied to achieve hemostasis, and staff continued routine monitoring. The physician confirmed that the forward-tension sutures and dressing were acceptable and required no adjustment. At the time of the event, the patient was receiving antiplatelet therapy, and anti-xa was used for anticoagulation monitoring. Integrilin was discontinued once the hematoma was identified hemostasis was successfully achieved with a femstop, and the patient remained stable with no need for transfusion. The patient survived to explant without further complications. A hematoma is a foreseeable risk due to vascular access and anticoagulation requirements.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.